Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested. Serial number is unknown at time of report.

Event description:
The customer has alleged a drug "overdose" event occurred due to a user drug order configuration that resulted in a overdose of paracetamol IV where a 3.5 kg patient was prescribed 45 mg of paracetamol IV and the max should be 10 mg/kg IV for this patient. The drug was given. While it was described that the patient was not harmed, based on the patient being an infant and the inappropriate dosing, conservatively philips will classify this event as a serious injury based upon the limited initial information provided.

Manufacturer narrative:
The customer technical support .the philips clinical staff was then contacted and investigated the problem and determined this to be a workflow error concerning "patient type" configuration. The customer was then advised on how the pharmacist can modify the drug configuration by using" patient type" that will distinguish drug dose limits for adult or pediatric patients. The configured dose was incorrect since "patient type" was not modified for pediatric where upper and lower dosage bounds would be properly configured. The customer was advised on patient type configuration and confirmed this was a use error . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.